Event description:
During an unk procedure, in the beginning of the proceudre, they got an instrument error number 5. When tested by the product specialist, it gave an instrument error 5 with the meessage that the blade tip was broken. It also gave a high pitched tone when activated. No pt consequence.